Event description:
On 5/6/93, a pt was implanted with a single-lead atrial synchronous ventricular pacemaker system. On 1/13/97, the MFR received the above referenced explanted pacemaker which had been reported to have reached end-of-service (eos) earlier than expected and an investigation was conducted./ on 2/21/97, it was determined, based on a preliminary evaluation, that the explanted pacemaker had reached eos prematurely. Additional testing of the electronics is to be performed and an attempt will be made to determine if the pacemaker was in an eos status when the pt arrived for the follow-up visit or the pacemaker went into eos during the follow-up.